Manufacturer narrative:
Patient's spouse managed use of the device for approximately 2 years. Review of records for the 2 years found no prior complaints on file regarding the nalu system or any of its components. At the time of this MDR filing, the device has been returned to the firm post-explant and is pending further testing to confirm if there is any device malfunction that may have contributed to the loss of pain relief for the patient. Primary reason for explant appears to be related to MRI conditionality.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator (pns)system on (B)(6)2022 to treat shoulder pain. The patient had a pre-existing scs system from a different manufacturer in place to treat low back and leg pain prior to implanting the nalu pns system, in (B)(6)2023 the patient's spouse called nalu to inquire about MRI conditionality and reported that the nalu system had not been in use for several months due to loss of efficacy. Spouse was advised that the patient was not conditional for any MRI due to use of dual systems, regardless of system use. On (B)(6)2024 the nalu system was explanted due to MRI compatibility.